Event description:
Due to my two children testing positive for covid and coming down with symptoms a few days before, I decided to get tested for covid. Due to my flu-like symptoms (despite having the flu vaccine in late 2020) I opted for the quidel sofia 2 covid-flu combo test at the covid clinic in (B)(6). I was symptomatic with fever, chills, headache, phlegm, body aches and general ill feelings. The test returned a negative result. It was surprising but I accepted the result. A few days later, still feeling the same and now with a loss of smell and taste I decided to get tested again. This time I chose a lab test through my local (B)(6) drive thru. The test was helix medical and the result was positive. Considering the symptoms and time from symptom onset I believe the quidel sofia 2 returned a false negative result which further exposed my family and others. FDA safety report ID# (B)(4).